Manufacturer narrative:
No device return anticipated due to this being a legal case.

Event description:
It was reported via a legal tolling agreement, that a female patient, initial right knee implanted on (B)(6) 2008, underwent a revision procedure on (B)(6) 2022, approximately 14 years post the initial implant procedure for unknown reasons. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and patella loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.